Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "glue of the objective lens of the distal end section was peeled off" the defective event was likely caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope's wire was exposed at the base of the universal cord from the control panel. The device was returned for evaluation. During the device evaluation, the following was found: the adhesive around the tip of the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found that the universal cord was deformed, due to a dent on the distal end the water tightness was lost, the adhesive on the bending section cover had a chip, there was deformation/breakage due to physical stress, the video connector was deformed, switch 3 had wear, and the bending section cover and video connector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.